Event description:
It was reported by service report that the head end jack won't pump up. It ws also found that the compression springs were missing on the siderail latch causing the siderail to intermittently latch up. No pt involvement or adverse consequences are reported.